Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was sick for a few days and was throwing up. Customer couldn't drink lots of water. Caller stated that at the hospital, they filtered the customer's blood glucose and it was at 757 mg/dl. Customer was hospitalized on (B)(6) 2016 and his meter only read high. Customer had diabetic ketoacidosis. Caller stated that the customer was disoriented and could not keep anything down. Customer was released on (B)(6) 2016. Customer was not wearing the pump at the time of the 911 call. Customer was in the process of a set change. Customer's blood glucose was high because the health care professional had basal rates that were too low, which caused the blood glucose to rise. Customer stated that they have made adjustments.